Event description:
It was reported that a patient experienced a break in aseptic technique, coincident with peritoneal dialysis therapy, which led to peritonitis. The patient was hospitalized for the reported event on the same day. The treatment for the peritonitis included intravenous injections of amikacin (125mg, once a day, duration not reported) and fortum (1g, once a day, duration not reported). The pd therapy was ongoing. During follow up, it was reported that the patient¿s effluent was clear and the peritonitis was resolving. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.